Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the top of the battery cap was worn, and the u-groove in the pump casing was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2014 with the following findings: during a visual inspection of the pump, no damage was found to the pump casing. The returned battery cap secured properly to the pump and was removed successfully; however, the top of the battery cap was stripped.